Event description:
It was reported the device was used during a coronary artery bypass graft with saphenous vein harvesting. It was report the pmw35 did not approximate the skin edges to the customer's satisfaction. Customer also commended the pmw35 not as easy to fire with one hand. There was no consequence to the pt.